Event description:
Reason for check: near syncope ventricular lead warning week of (B)(6) 2022 (low impedance). 4 vhr episodes most recent: (B)(6) 2023. Morphologies do not look intrinsic in nature (shape and rate). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).